Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the reporter claimed the onetouch verio iq is giving inaccurate high readings that is 50 points more than another meter. The patient could not provide any numeric values. There was no report of any symptoms or required hcp medical intervention to suggest a serious injury. This complaint is being reported because the reported due to the alleged inaccuracy issue. There was no indication that the product caused or contributed to an adverse event.